Event description:
Customer reports to have over-bolused due to under delivering after eating cake at a party. Customer reports to have mistakenly given himself 14 units of insulin. Customer reports that blood glucose was 401 mg/dl. Customer requested medical advise and was told to contact healthcare professional before suffering adverse reaction from over-bolusing. No further information provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.